Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced syncope episode which was not recorded by the pacemaker and this was confirmed through a holter set up. Device was detecting noise. Upon interrogation, low, out of range, low voltage lead impedance issue was observed on the lv, rv and ra leads. Patient is pacemaker dependent. Patient had lipothymia and pre-syncope episode due to noise on the lv lead resulting in atrioventricular block with pauses. Programming changes were made to resolve the issue. No further information is available.

Manufacturer narrative:
Removed bipolar lead

Event description:
Correction: it was reported that patient experienced syncope episode which was not recorded by the pacemaker and this was confirmed through a holter set up. Device was detecting noise. Upon interrogation, low, out of range, low voltage lead impedance issue was observed on the rv and ra leads. Patient is pacemaker dependent. Patient had lipothymia and pre-syncope episode due to noise on the rv lead resulting in atrioventricular block with pauses. Programming changes were made to resolve the issue. No further information is available.